Manufacturer narrative:
Corrected fields: b5, d4 (serial number and UDI), g4, h4. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Image went fuzzy, then purple (text stayed white was inspected with a borescope and a streak of a red substance in the instrument channel near the biopsy port was observed. In addition, scratches in the channel and peeling at the distal end of the channel were observed. Scope passed the resitest and leak test.

Event description:
It was reported the subject device entire screen became black and shows no images (blackout)-unable to restore and insufficient or incorrect reprocessing scope accessory was used. The issue was found during an unspecified bronchoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This model number is used as a placeholder because there is no information regarding the device. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, d10, h3, h6, h11. Corrected fields: b5, h6 - medical device problem code. The device was returned to olympus for inspection, and the reported fuzzy image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn on distal end cover. Based on the results of the investigation for the fuzzy image, there was no malfunction related to fuzzy image found, therefore a root cause could not be determined. Additionally, the burnt c-cover was likely cause by degradation of the device. A root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope's image went fuzzy, then black. This issue was found during an unspecified bronchoscopy procedure. No harm reported.